Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 456 mg/dl. The customer stated that the tape on the infusion set did not stick, causing the set to fall off of her body. The customer declined to perform troubleshooting on the insulin pump because she did not think the insulin pump was the cause of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.